Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering noted blood and eschar buildup on the jaws and in the blade channel of the device. During functional testing, engineering activated the device on porcine tissue and concluded that the device performed to specifications after all tissue samples were sealed to within an acceptable burst pressure range. As such, engineering was unable to replicate the incident and determined that the device functioned as intended. The root cause of the generator alarm messages may be a result of the device being activated while the jaws were submerged in a pool of blood. The instructions for use (IFU) that warns the user against sealing when the jaws are surrounded by conductive fluid: "warning: prior to activating the device, remove any conductive fluid that is in contact with, or in close proximity to, the electrodes of the device. Conductive fluids (e.g. Blood, saline, water, etc.) Can transfer current and/or heat and cause potentially unintended tissue effects." Although the root cause of insufficient hemostasis could not be confirmed, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Sigmoidectomy-" normal colectomy surgery. Nothing special happen at the beginning but after 1 hour of surgery, a vein strongly bled the surgeon has trouble to make hemostasis because there was too much blood (error messages appear because voyant could not sealing) clips were finally used to stop haemostasis. After this undesirable event, the surgery normally continued. No materiovigilance from the hospital. Surgeon explain me, patient is fine, no complication after the surgery. The used device is awaiting the return box to the pharmacy. Process maker case (B)(4)." Patient status- fine.